Event description:
It was reported that the patient received multiple inappropriate shocks. X-ray revealed dislodgement. The lead was repositioned successfully without complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.